Event description:
Pt came in for a routine follow-up visit. Successful inquire was performed. They were unable to acquire telemetry from the itp (inquire, telemetry, and print) screen, or the telemetry screen. The following message was received: " communication lost". The programmer was turned off/on- repeat inquire successful, itp not successful. The unity itp was successful. Further event description is on page 3 of this form.